Manufacturer narrative:
The patient's dob or age at time of event, weight, ethnicity, and race are unknown. This information was not available from the facility. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. The angiosculpt device was not returned by the facility, thus no returned product investigation was performed. Per the IFU, if unusual resistance is felt when the catheter is being manipulated, carefully remove the entire catheter system. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
The angiosculpt device was used in a moderately calcified mid sfa in-stent stenosis. The wire crossed the lesion and a 2.0 laser was used. When the angiosculpt was inserted, the device fully inflated and deflated with no issues. As the device was being removed, it was noticed that there was a kink halfway across the balloon and the scoring element appeared unorganized, preventing removal from the 6f sheath. Therefore, the device and sheath were removed together as a unit, keeping the guidewire in place. A new 6f sheath was inserted over the wire for hemostasis and an angiogram was performed after the sheath exchange to verify no bleeding. There was no injury to the vessel after the angiogram was performed. This adverse event is being reported because the angiosculpt got stuck inside a non-manufacturer''s introducer sheath and were removed as a unit. Placement of a new sheath was necessary to complete the procedure.

Manufacturer narrative:
Block h3: the angiosculpt device was returned intact to an introducer sheath. Visual inspection found a kink on the proximal portion of the balloon and a damaged scoring element. Additionally, a distal bond peel was observed with 4 leaflets lifted, but remained intact to the device. During functional testing, an attempt to remove the catheter from the introducer sheath was performed, but unable due to resistance noted. Block h6: in the initial MDR, investigation conclusions code #22 (known inherent risk of device) was listed and remains appropriate. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.